Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated d4 gtin - updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was noted to be kinked. The outer coil was noted to be stretched. The main coil was seen to be stretched and the suture damaged. The coil introducer sheath was not returned. During functional inspection attempts were made to detach the coil 3 times using a demo power supply, all unsuccessful. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that a double catheter technique was performed during coil embolization of an unruptured aneurysm. The subject coil was inserted into the aneurysm from one of the microcatheters, and without detaching it, a competitor¿s coil was inserted from the other microcatheter. The subject coil could not be detached after 10 attempts with the power supply, and when attempting to retrieve the coil, the aneurysm ruptured. Additional insertion of coils from the other microcatheter was able to stop the bleeding and the procedure itself was successfully completed; however, there was a possibility of some sequelae due to the intraoperative rupture. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was average, the coil was advanced slowly and carefully without excessive force, the delivery wire and microcatheter markers were confirmed to be correctly aligned, and torque was not applied to the delivery wire when operating the coil. During visual inspection, the coil delivery wire was found to be kinked, the outer coil on the delivery wire was noted to be stretched, and the main coil was found to be stretched with suture damage. During the functional inspection, attempts were made to detach the coil 3 times using a demo detachment system. All attempts were unsuccessful, confirming the reported event. Based on the event details and analysis of the returned device, it is probable that the detachment failure was caused by the damaged delivery wire. Per the device dfu: "damaged delivery wires may cause detachment failures, vessel injury or unpredictable distal tip response during coil deployment." It is possible that the damaged delivery wire may have resulted in an undesirable tip response when operating the coil which could have caused the aneurysm to rupture. However, this could not be definitively determined based on the investigation. A probable cause of handling damage will be assigned to the reported and analyzed event: 'main coil failed/unable to detach' as well as the analyzed event: 'coil delivery wire kinked/bent' since these issues are most likely due to handling of the product during the clinical procedure. A probable cause of procedural factors will be assigned to the analyzed events: 'coil delivery wire damaged', 'main coil stretched' and 'main coil suture damage' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use the product performance was limited. The reported event: 'patient aneurysm rupture' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event. Based upon medical review, the event observed in the complaint is anticipated in nature as per the device risk assessment.

Event description:
It was reported that during coil embolization procedure of unruptured aneurysm, the operator used a double catheter technique. The subject coil was inserted into the aneurysm from one catheter, and without detaching it, another coil was inserted from the second catheter. Next, the operator tried to detach the subject coil, however, it could not be detached. When the operator attempted to retrieve the subject coil, a rupture of the aneurysm occurred. Additional insertion of coils from the second catheter stopped the bleeding. The procedure was successfully completed; however, there is a possibility of some sequelae due to intraoperative rupture. No other information is available.

Event description:
It was reported that during coil embolization procedure of unruptured aneurysm, the operator used a double catheter technique. The subject coil was inserted into the aneurysm from one catheter, and without detaching it, another coil was inserted from the second catheter. Next, the operator tried to detach the subject coil, however, it could not be detached. When the operator attempted to retrieve the subject coil, a rupture of the aneurysm occurred. Additional insertion of coils from the second catheter stopped the bleeding. The procedure was successfully completed; however, there is a possibility of some sequelae due to intraoperative rupture. No other information is available.